Event description:
A distributor of infutronix reported a complaint on behalf of the "end user" that tubing broke while on a patient causing a chemo spill. Medication being infused was yondelis. Patient was involved. No patient injury reported.

Manufacturer narrative:
The end user explained that the tubing would not be returned due to chemotherapy contamination. However, the site sent 2 images that can confirm the reported issue. The connector to the silicone tubing was broken on the distal end of the cassette. Reported issue is confirmed. The admin set does not meet passing criteria. The root cause cannot be determined.